Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure event observed during analysis.final analysis found insulation abrasions, exposing the outer coil at 6.7 cm to 7.0 cm and at 23.3 cm to 23.6 cm from the connector pin. The abrasions were consistent with that of exposure to friction with another implantable device.(B)(4).